Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant, the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. They could physically see the patient move, with hiccups reported. It was also noted that there was a slight fluctuation in impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.